Manufacturer narrative:
No audio anomaly was noted. All of the operating currents were within specification and the insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It is reported by the patient that their insulin pump is randomly automatically resetting itself. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.